Event description:
It was initially reported that the device did not show the two battery level indicators in the display. Further to investigation, it was reported that the device had the service indication illuminated and could not be turned off. It was also reported that after removing and re-inserting the batteries, the device would not power on. Therefore the device would not provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not evaluated by physio-control. A third party service agent evaluated the device and verified the reported failure. He observed that the device did not power on either on ac or dc power. He then replaced the power pcb assembly and observed proper device operation through functional and performance testing. After the repairs, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the returned power pcb assembly and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an integrated circuit chip designator u5 located on the power pcb assembly, which failed to start up and prevented the device from powering on.